Event description:
It was reported that the surgeon states that the patient presented with femur fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient refused to release it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding periprosthetic fracture involving a accolade tmzf hip stem #3 was reported. The event was not confirmed. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the surgeon states that the patient presented with femur fracture.